Event description:
As reported by the user facility: brief inquiry description: leaking ext set. Detailed inquiry description: when flushed or infusing, leaks where connected to t-connector. Upon giving bedside report on (B)(6) 2025 at 07:30 it was noted that there was a small damp spot on patient blanket. A small amount of blood was noted in the t-connector. Blanket was not sticky, but decision made by night and day shift nurse to flush IV. Patient did not appear to have any other source for wetness at the time (wrong location for drool or emesis or og tube aspirate). Upon flushing IV, fluid spurted out of a tiny crack in the green hub colored t-connector. IV was taken down to the yellow hub. Aseptic technique used. New t-connector attached. IV secured with new tegaderm and tape. Piv flushed without difficulty. Piv infusion of d10% continued without delay. Immediately placed faulty t-connector in to a bag with flush attached. Piv had been placed the day before and packaging for t-connector was unable to be located. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. The returned sample was visually evaluated. It was noted that the sample was attached to a syringe, and upon detachment, a crack was observed on the green connector. Based on the results of the sample evaluation, the defect has been determined to be caused by further processing performed during use. The defect is not confirmed to be caused by the manufacturing process. All available information regarding this occurrence has been forwarded to our business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.